Manufacturer narrative:
Mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the evaluation showed that the lock had rotational and lateral movement and a residue buildup was present. Unit had new components added to replace worn internal parts. General maintenance and cleaning was performed. Root cause: complaint confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement, requiring replacement of internal parts worn as a result of wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00597: a facility reported that the locking mechanism of the mayfield infinity skull clamp (a1114) was not working properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.